Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after a coronary angioplasty interventional procedure using a 7f sheath. Reportedly, the suture deployed above the skin. This occurred with both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported link break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 2616 removed.

Event description:
Analysis of the returned device found a link break. Follow up with the account was done and it was reported that hemostasis was not achieved with this device as links did not fully engage [link break] and the correct device was returned. No additional information provided.